Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) and right atrial (ra) lead experienced a stroke. Technical services (ts) reviewed a latitude consult with the health care professional (hcp) regarding the patient's atrial fibrillation (af) burden and noted that the af burden had been approximately 3 percent over the previous five days. Additionally, oversensing was observed on the ra channel. No pacing pauses were identified during review. The ICD and ra lead remain in service. No adverse patient effects were reported.